Manufacturer narrative:
The unit alarmed motor error during the basic occlusion test due to a loose and protruded drive support disk. The motor passed the motor test. The unit had a loose and protruded drive support disk, a minor scratched display window, a cracked reservoir tube lip, and a missing end cap sticker. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed motor error and they could not complete the rewind and prime sequences. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer declined to troubleshoot. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.